Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned a different contour meter (serial # (B)(4)) than the suspected contour meter (serial # 7293824). The returned meter was tested with the in-house contour strips from lot # 8bj3b31d, which gave satisfactory performance. All readings were properly stored in the meter memory. Additionally, a device history record was reviewed for the suspected contour meter (serial # (B)(4)), which showed no manufacturing anomalies.